Event description:
The device was used during an unk procedure. It was reported by the rep. The linear cutter did not fire during the procedure. Switched to a new instrument to complete surgery. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion based upon inquiry info received, visual examination, and functional testing, no conclusion could be reached as to why instrument reportedly "did not fire" during surgery. Instrument was returned with a bent knife, but was otherwise in good physical condition. No conclusion could be reached as to how this damage occurred. Instrument was cycled, fired, cut, and formed staples within design specification. Instrument was disassembled to examine internal components and no other deformations could be identified. Experience surgeon reorted could not be repeated. Each instrument is evaluated during assembly process to ensure it functions properly.